Event description:
On 03/21/2010, the lay user/patient's mother contacted lifescan (lfs) alleging that the pt's one touch ultralink meter display was cracked. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed that the alleged issue was discovered on the evening of (B) (6) 2010. It is not known if the pt made any changes to her diabetes management as a result of the alleged issue. The pt's mother reported that 24 hours prior to when the alleged issue began, the pt had been obtaining high glucose readings. The reporter denied that the pt rec'd medical treatment as a result of the alleged issue. At the time of troubleshooting, the cca noted that there was no known misuse to the subject meter. Replacement product was sent to the pt. There is no indication that the subject meter caused or contributed to a serious injury. The pt did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia after the alleged issue started, nor did she receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.